Manufacturer narrative:
Unit was received 4/7/07 requesting a repair estimate (see undated letter from dr, which was received with unit). One display had to be replaced, along with a "worn out" cord and wristlet. Unit performed properly. Attached is our internal report dated 06/07/2007 regarding the "burns" metnioned in dr. Aronoff's letter. Our conclusion is that the wristlet was not properly applied to the pt. This is the info that I received from dr's office on 06/05/2007. The date of the burn was 2006. The location was 3 inches above the ankle. The size of the burn was about the size of a quarter. The severity of the burn was mild and the pt did not require hospitalization. They gave me this info on 06/07/2007 regarding severity of burn. The retun device which was our wristlet was on the ankle. The procedure that was being performed was a pilonidal cyctotomy. The electrode being used was a flat blade. The function selected was hand control the power setting was cut - 60 coag - 65.